Manufacturer narrative:
Investigation: control lot: 20 miu/ml hcg urine lot: hcg090304-02, 100 miu/ml hcg urine lot: hcg090521-01, 284.1ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. The 100 miu/ml and 284.1/ml hcg urine control yielded clearly positive results at 3 minute read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative urine hcg results on surevue serum/urine stat test when running urine part of test in ed only. Alternate test using serum hcg run in lab gave positive results (no actual results were provided).